Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary artery using pod packing coils (pod pcs), a lantern delivery microcatheter (lantern), and a non-penumbra catheter. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician implanted five pod pcs into the target location. While attempting to implant the next pod pc, the coil could not be implanted in the target location after moving it back and forth several times. The physician began retracting the pod pc and the coil unintentionally detached while the coil was contained inside the lantern. It was reported that resistance was encountered while using the pod pc in the lantern; however, it is unknown if this occurred during advancement or retraction. The lantern and pod pc were then removed from the patient and the detached pod pc was flushed out on the back table. The procedure was completed by re-inserting the same lantern and implanting another pod pc and four non-penumbra coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the distributor indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.